Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no irrigation and aspiration, intermittently during the polishing phase of surgery. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event log review), but the event was not able to be replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root causes of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).